Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device; however, could not be completed because the device is a lot/batch controlled item. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A service and repair evaluation was also performed for the subject device. The customer reported the needle head was broken. The repair technician reported the tip broke off the measuring device, and the protective sleeve was missing. ¿tip broken¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. The subject device was forwarded to synthes customer quality for additional investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after washing on an unknown date, the tip of the depth gauge needle was found have broken. There was no patient or surgical involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the 319.004 lot number 4511970 depth gauge was returned and reported to have a broken needle. This complaint condition was likely caused by over thirteen years of consistent use; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 319.004 depth gauge is an instrument routinely used in the rotation correction plates system. The device was returned and reported to have a broken needle. This condition is confirmed; the measuring wire of the device is entirely detached from the remaining returned assembly. It is likely that over thirteen years of consistent use has led to this complaint condition. The device was manufactured in december 2002 and is over thirteen years old. The balance of the returned device is in fairly worn condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.